Event description:
Customer reported via phone call that the insulin pump is alarming. Customer states that they received a motor error alarm. The blood glucose reading is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind process due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor error alarm. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.